Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the injector disconnects and easily breaks when attached to the alaris tubing that causes a leak while in use on a patient. Bd sales consultant instructed customer on proper connection techniques in which the customer will instruct staff as soon as possible. There was no direct observable patient harm, however, the chemo medication leaked onto the patient, family and rn.

Manufacturer narrative:
The customer¿s report of a leak resulting from the injector disconnecting and breaking when attached to the alaris tubing was not confirmed. The set was visually inspected and no anomalies were observed. Functional testing resulted in no signs of breaking or disconnecting. No leaks were observed. The injector was connected and disconnected multiple times from the set¿s male luer end. The set and injector successfully connected and disconnected without any breaks occurring. The male luer was measured and found to be within iso standards. The root cause of the customer¿s report was not identified.